Event description:
It was reported that this pacemaker exhibited far-field r wave oversensing and a low right ventricular (rv) amplitude. Both findings appeared to be part of a slow, chronic change. Technical services (ts) reviewed the case and identified an atrial tachy response (atr) episode, confirming that it was caused by far-field r wave oversensing rather than atrial fibrillation. Ts recommended that the health care professional (hcp) consult with electrophysiology (ep) and consider device reprogramming. The device remained in service. No adverse patient effects were reported.